Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: based on the information provided, the reported paravalvular leak (pvl) that required reintervention could possibly be related to patient anatomy and/or implant position. Positioning is dependent on patient anatomy as well as user technique. Potential factors that can influence implant position include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel and compliance of the aorta and native vessels. The procedure was successfully completed with no adverse patient effects reported. The root cause for this report could not be established from the information available. (B)(4).

Event description:
Medtronic received information that during the implant of this 31mm transcatheter bioprosthetic valve in a large annulus, the valve moved downward as the valve was deployed from 1/3 to 2/3. The valve was repositioned to 3mm non-coronary cusp (ncc) and 6mm left coronary cusp (lcc). Upon full release of the valve, the valve moved to 8mm ncc and lcc. A transesophageal echocardiogram (tee) showed moderate-to-severe paravalvular leak (pvl) with moderate pvl angiographically. A second 31mm valve was implanted with the 31mm portion of it in line with the annulus, at 0mm ncc and lcc, providing increased radial force and increasing the skirt height to increase the sealing effect. This resulted in improvements across all parameters. Angiographic evaluation showed the pvl decreased to mild. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.